Event description:
It was reported that the patient passed away due to a stroke. It was unknown if the death was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient had a hemorrhagic stroke confirmed through a head computed tomography (CT). The patient experienced somnolent, left facial palsy, dysarthria, and dense left hemiplegia and hemisensory loss hemianopia. The death was considered to be device related as it was secondary to the need for tirofiban due to pump hemolysis/thrombus. The device did not operate as expected as the development of hemolysis/thrombus required multiple intermittent hospitalizations for elevated lactate dehydrogenase (ldh).

Manufacturer narrative:
Section b5 - past admissions for elevated ldh in presence of hemolysis/thrombus are captured under MFR # 2916596-2023-07956. Manufacturer's investigation conclusion: the report of pump thrombus could not be confirmed through this evaluation as the pump was not returned for evaluation. A direct correlation between the suspected thrombus and the reported events and patient outcome could not be conclusively established. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported events and patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists device thrombosis, stroke, hemolysis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Multiple sections of the IFU outline indications of thrombus and how to respond to such events. Additionally, the IFU provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.